Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Ten photographs were provided for evaluation. Upon evaluation of the photographs, the safsite valve as well as an introcan safety catheter within a specimen container was depicted. Seven photographs noted blood within the safsite valve on the female and male ends of the luers. It is likely that the blood had backflow past the disk within the device with the presence of blood throughout the valve. The reported concern was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. An exact root cause was not determined. Possible root causes to the backflow being observed may be due to defects against the disk such as an impartial disk, irregular disk, and/ or the disk is not seated properly. As well as issues with the seating area itself within the valve. Without a physical sample returned the exact root cause is not able to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Event 1: it was reported to b. Braun medical inc. That a safsite® valve (material 415068, lot 0061935520) was used during a procedure on (B)(6) 2024. According to the complainant, nurse removed giving set from safsite valve and witnessed blood free flowing from valve. Customer reports 3x instances today of blood "backflow" from 3x separate safsite device.the complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.